Manufacturer narrative:
Pending evaluation.

Event description:
As reported, the surgeon put too much angle and torque on them and snapped the point off both instruments. The patient was an older male of average build. No pieces fell into the wound. All available information received.

Manufacturer narrative:
(H3) based on capa2017-12, the broken devices reported were likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature. (H7) recall. (H9) if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number: z-2663-2017, z-2664-2017, z-2665-2017, z-2666-2017, z-2667-2017, z-2668-2017. Section h11: the following sections have corrected information: (d4) model number: na.